Event description:
It was reported that the patient underwent a posterior spinal surgery at l5-s1. Sometime post-op, it was noticed on x-ray that the left setscrew at s1 had popped off of the bonescrew. The patient underwent a revision surgery and it was found that the set screw had not popped off of the bonescrew but that the break off portion of the setscrew had been left behind in the initial surgery. The setscrew at s1 was still in good position. The fragment was removed from the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however, films were supplied for review which found: several very poor films verify a hex portion of left s1 setscrew left behind as udf. Initially thought to be a set screw loosening, surgical intersection verified proper position of threaded portion, rod and bone screw with loose hex portion. Also noted apparent dlif implant at l5/s1, malpositioned too anteriorly and with l5/s1 disc space.